Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal. This resulted in the minute ventilation (mv) feature being automatically disabled. Upon review, it was noted noise and oversensing led to inappropriate atrial tachycardia response (atr) episodes, which were to be caused by electromagnetic interference (emi). Reprogramming efforts were performed. This pacemaker remains in service.